Event description:
Patient presented to ed with complaint of hematemesis. On ugi (upper gi), she was found to have a slipped laparoscopic adjustable gastric band placement. She has a history of previous complications with the lap band. Device was implanted approximately 7 years ago.